Manufacturer narrative:
Initial 3 of 3. E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced three infusion set tubing was leaking at the site on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction bolus via pump.